Event description:
Mammography images were stored/displayed incorrectly.

Manufacturer narrative:
A ge representative evaluated this issue. The software for this system is produced by another company and resold with this product. It was discovered that company has a software patch available to correct this issue and this particular facility has not had the software patch installed. There was no patient injury associated with this event. The issue was referred to the other company to have the software patch installed at this facility to correct the issue reported.